Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor sleeve recovery with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to poor sleeve recovery was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for poor sleeve recovery with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and poor sleeve recovery was not observed. Root cause description: based on the investigation, the most likely root cause may be related to a user issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "the safety rubber of the bd vacutainer® safety-lok¿ blood collection set doesn't get back to its position after the tube puncture causing a blood dripping."

Manufacturer narrative:
(B)(4). (B)(6). Lot #, catalog #: the reported lot# 18m14t1 was not found for the catalog number. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "the safety rubber of the bd vacutainer® safety-lok¿ blood collection set doesn't get back to its position after the tube puncture causing a blood dripping."